Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they tightened connections on the detector interface and replaced the interface (umbilical) cable on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the imaging system showed a frame rate error message. The viewing station of the imaging system prompted the user to reconnect the interface (umbilical) cable. The issue was resolved via reattachment of the interface (umbilical) cable. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel and the reported issue could not be replicated. Functional testing, performance testing, and visual/physical examination as performed and no fault was found. The cable passed continuity testing and both the detector and image acquisition system (ias) cables passed gbit testing. The mobile view station (mvs) interface cable was installed in an imaging system and the system readied and functioned as expected. 2d and 3d imaging was successful. The cable was intentionally manipulated and the issue was not reproduced.